Manufacturer narrative:
Unique device identifier: (B)(4). Device history record - the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield skull clamp (a3059) was returned for evaluation: failure analysis: the unit was received with the mayfield 2 lock having up and down movement and the teeth were grinding together when rotated. The torque knob was cross threaded in the ratchet extension. General maintenance and cleaning is required to resolve the issue. Root cause: the reported complaint was confirmed via inspection of the unit. The unit has an up and down movement and teeth were grinding together when rotated. The torque knob was cross threaded in the ratchet extension. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) does not lock and threading where the bolts inserts was not fitting securely. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.